Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for eval. As part of our investigation process with this report, an olympus rep has been scheduled to visit the user facility to observe their reprocessing practices and provide add'l in-service training. The exact cause of the pt's experience could not be conclusively determined at this time. A supplemental report will be submitted if add'l and significant info becomes available later. Please cross ref the associated reports for the other three complaint cases: (B)(4).

Event description:
Olympus was informed that one pt tested positive for bacterial micro-organisms after having undergone an unspecified procedure. It was also reported that four similar devices have tested positive for similar micro-organisms after being cultured. The four devices have been removed from service. It was stated by the user facility that the reprocessing protocols have been followed but the devices continue to fail micro-biological testing. Olympus followed up with the user facility via telephone and in writing to obtain add'l info regarding the reported event, but with no results.

Manufacturer narrative:
This supplemental report is to provide the lab results, and device eval results. Based on the microbiological testing conducted by an off-site lab, the scope tested positive for staphylococcus petrasii or jettensis and marinilactibacillus piezotolerans bacteria. Neither of these are considered clinically significant and are considered environmental contaminants. The organisms were recovered from the air/water channel. The device was eto sterilized by the off-site lab before returning to olympus. A baroscope was used to examine the internal instrument channels and found no foreign material. A visual inspection was performed on the forceps elevator and found no foreign material inside. The device passed leak test. There were minor damages noted on the device; however, this would not likely cause the reported phenomenon. The device was serviced and returned to the user facility.

Manufacturer narrative:
This supplemental report is being submitted to correct the mfg report number of 2951238-2014-00645. Which was submitted on (B)(6) 2015 with the incorrect year and sequence number. The correct MFR report number should be 2951238-2015-00004.

Manufacturer narrative:
This supplemental report is being submitted to retract the medical device report that was initially reported on (B)(6) 2015. Olympus investigated the reported event and confirmed no pt infection was reported. Please retract MFR report # 2951238-2015-00004.